Manufacturer narrative:
One infusion pump was returned for evaluation. No evidence found upon review of the event history log. Three separate delivery accuracy tests were performed; unable to confirm the customer's concern regarding delivery accuracy. The pumps average delivery error found to be within the published specification of +/-6 percent.

Event description:
It was reported that the cadd solis legacy pump failed accuracy by -9.15%. It was reported that there was no patient involvement in the reported event.